Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, after which the user restarted the pump, performed a dry run surpassing 120 units without error, changed all infusion and cartridge supplies from different lots, and resumed insulin delivery while monitoring glucose; the event was characterized as a mechanical problem. Symptoms included hyperglycemia with a fingerstick blood glucose of 425 and a headache, which subsequently improved as glucose trended down to 217. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with a device mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.